Event description:
It was reported that the caller was updating the time and personal profile settings on their device. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support in updating the pump time, was advised to monitor for any future discrepancies, and acknowledged the instructions provided.